Event description:
Reporter indicated a pt had an infection at the vns electrode site in the neck. The pt later underwent explant of the vns lead and generator. The infection event was previously and inadvertently reported via MDR# 1644487-2008-01015. The explanted vns lead and generator were discarded by the hospital. All further attempts to the reporter for add'l info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization of both the lead and generator prior to distribution.